Manufacturer narrative:
The device evaluation was completed on "1/06/202" and the device failure was determined to be caused by misuse due to evidence of docking station misuse.

Event description:
On 12/16/2020, medela ag was made aware of a user report made to (B)(6) regarding the thopaz chest drainage system for an event which occured on (B)(6) 2020. The user alleged the device made an electronic spark and smoked.